Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture, baker grade unknown¿, ¿intramammary papilla¿, and ¿small cysts in both breasts¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "lateralized, out of the chest where they should be (as reported by the patient)"; and the following events which are not related to the device "experiencing symptoms of fatigue, blurred vision, hair loss, among other symptoms, believes that these symptoms are related to asia syndrome". The device remains implanted. Patient representative reported "patient was deeply shaken, especially because patient underwent surgery to correct a health problem and ended up acquiring another", "patient with bilateral allergan prosthesis, which presents a higher risk of lymphoma according to the medical literature, at the clinical criteria", "the patient was still surprised by the news that the company that manufactured the implanted prostheses had announced the recall ", "pain in the nipples; redness; anxiety; slow healing; rash / skin lesions; acute pain in the breasts; inflammation; "calcifications". The following events are not related to the device ": joint pain, muscle pain", "difficulty concentrating, muscle weakness, temperature intolerance, dry skin and hair, visual disturbance, mood swings, weight gain, irritable bowel and bladder", "tinnitus in the ear", "tingling and limb numbness, sensitivity to light, sensitivity to sound", "heart palpitations", "sinusitis", "headache", "shortness of breath", "symptoms of chronic fatigue syndrome".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture, baker grade unknown¿, ¿intramammary papilla¿, and ¿small cysts in both breasts¿. The device remains implanted.